Event description:
A customer reported that their insulin pump's battery was not lasting more than two days and that the charging port cover was missing. Additionally, the pump was dirty with debris, showed wear and tear, and sometimes required holding the cord to charge the device. There was no adverse impact to the customer¿s blood glucose level reported. No additional information was received regarding the outcome of the event as the customer declined further assistance or follow-up from the technical team.